Event description:
Increased intraocular pressure [intraocular pressure increased]. Tunnel vision [tunnel vision]. Case description: serious device report, 200167385us: this report was received from a consumer who underwent cataract extraction of the right eye using healon 5 and implant of an intraocular lens. There were no reported problems with the surgery and patient was discharged home. During the day, patient commented that patient had worked on patient's computer at home. Later that evening, patient became nauseated and was "retching" that continued for another 24 hours. The nausea became violent and patient called the physician. Patient was seen in the physician's office at 4am. At that time, patient's iop was >60mm and the eye was "lanced" and an eye patch applied. Patient was rechecked by the physician later and the patch removed. Patient stated that patient's vision, at best, was "tunnel vision" with a translucent band and it was difficult to see with low lighting. Patient also commented that patient lost nine pounds. Patient was told by patient's physician that the event was caused by the "fluid used to dilate the eye during surgery". No other information was provided on initial contact.

Event description:
F/u was rec'd from the ophthalmologist. She reported that the pt came to her office at 4am on 2/2001, with pain in their eye and nausea. Pt vomited 6 times while in the office. On exam their visual acuity (va) was 20/400, cornea revealed 4+ epithelial edema, anterior chamber 1+ cell and flare, pupil was still dilated at 8mm, the iol was well cenetered, the optic nerve had good perfusion and good color. Pt is intraocular pressure was 62mmhg. Pt was given timoptic, cosopt, alphagan, iopidine, and diamox sequel and at 4:35am, their intraocular pressure was 38mmhg with less edema. Pt was sent home with the mentioned medications and was to return for a recheck at 9:00am. Pt returned to the office at 4:45pm, still complaining of nausea. The cornea revealed less edema, anterior chamber 1+ cell and flare, and intraocular pressure was 38mmhg. Anterior parencentesis was performed with slit lamp under sterile conditions and their intraocular pressure came down to 6mmhg. Pt was sent home with eye drops. Pt returned and 2/26/01. Pt felt better and their vision improved to 20/40 and iol was 18mmhg. All eye drops were stopped except lotemax and cosopt. On 3/2001, pt complained of blurry vision and felt like their periperal vision was better than macular vision their vision had decreased to 20/200 pinholed to 20/100). Intraocular pressure was 40mmhg and the cornea again revealed 2+ epithelial edema. Pt was started on pressure medication and naci solution for the edema. It was explained to the pt (again) that the reason the intraocular pressure was elevated was due to the retained viscoelastic. At this time, pt sees 20/20 with best correction however, pt does have constriction of their visual field. The pt was sent to a neurophthalmologist for a second opinion who commented that the pt definitely demonstrates optic nerve damage on the right. Visual field demonstrated generalized constriction. The afferent pupillary defect and decrease color vision on the right also substantiated optic nerve damage. It was not known whether the optic nerve damage occurred from pressure spike or concomitant aion (anterior ischemic optic neuropathy. Pt may recover some add'l visual function, but time will tell. No further info is expected.